Manufacturer narrative:
(B)(4) - the quantum maverick monorail (mr) balloon catheter was received with no original packaging or other devices. The device was received in two pieces. It was noted that there was a complete separation of the hypotube. The hypotube fracture was 47cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. The hypotube was kinked 30.5 cm from hub. Blood and contrast were visible in the balloon and inflation lumen. There was evidence that the balloon was inflated and deflated because it was bunched up. Both the balloon and the inner wire lumen were accordianed/damaged. Inspection of the remainder of the device presented no other damage or irregularities. (B)(4)

Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, difficulty crossing the lesion and hypotube kinked occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). During the procedure, the physician could not cross the lesion with a 3.0x15mm quantum maverick monorail balloon catheter. Eventually, the hypotube kinked. The procedure was successfully completed with a non-bsc 3.0x15mm balloon. No patient complications were reported and the patient status is good. However, analysis of the returned device revealed a hypotube break.